Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f sheath. A pre-procedure femoral angiogram showed no presence of calcium. Post procedure, the physician who is in training and with the acs sales professional in attendance, chose the mynx to close the access site. It was reported that upon retraction of the sheath to expose the advancer tube, the advancer tube did not engage. The device was removed and the patient was converted to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.